Event description:
It was reported that the patient presented for a device upgrade procedure. During the procedure, while implanting the right ventricular lead and had trouble inserting the stylet. After attempting to reposition the lead multiple times the helix was unable to extend. The lead was removed and replaced without issue. The patient was stable before, during and after the procedure.

Event description:
New information reported that the right ventricular lead exhibited capture anomaly.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.